Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 the patient was not feeling well and her cgm was reading 168-170 mg/dl. Her husband thought she might have the flu, so he took her to the hospital. They checked her fingerstick bg twice at the hospital and their meter read high, indicating a value too high to register. They took a venous glucose sample with a result of 899 mg/dl. The cgm had briefly risen to about 200 mg/dl during this time but then went back down to 169-172 mg/dl. The device had not alarmed for the hyperglycemic value. At the time of contact, the patient¿s husband stated the patient was still in the intensive care unit (ICU); the hospital had brought her glucose level down overnight and she was doing better. No treatment details were provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.